Manufacturer narrative:
¿Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿

Manufacturer narrative:
Final analysis of lead introducer kit with (w60161) revealed the distal end of the introducer was broken off and not returned .appeared to be stretched/stimulation needle / introducer/sheath/damaged.

Event description:
It was reported that during an implant procedure, the radiopaque marker and tip of the introducer came off and was left in the patient. It was noted that the introducer was placed and the lead was tested and the doctor wasn't happy with the results so they removed the lead. The doctor left the introducer in, and then used the foramen needle to try to get a different angle for the needle. Then they tested the needle and the doctor liked the results then removed the outer sheath and noted the sheath was not intact. It was noted that the end of the sheath was "jagged". The introducer was in the foramen without the dilator when the physician attempted a different needle angle in the same foramen. It was stated that there was not a lead implanted at that time and the physician did not feel like they touched the introducer with the needle. When removing the introducer without the dilator from the foramen to try another position, the tip and radiopaque marker on the introducer broke off and were both left within the foramen. It is reported that it was visible through fluoroscopy and x-rays had been taken but the results of the x-rays were not mentioned. The issue was not resolved and the cause of the issue was not determined. The patient¿s status was reported as alive with no injury. It was noted that the lead was placed on the contralateral (left) side, as to not push it further into the body or interfere with the lead, and the stage 1 procedure was finished. The introducer tip was left in the right, s3 foramen. It was noted that the lead was implanted on (B)(6) 2014 for an advanced evaluation and the evaluation was successful and the patient achieved efficacy. The patient was then implanted with their stage 2 procedure on (B)(6) 2014. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ens_stimulator, serial# unknown, product type: external neurostimulator. Product ID: 042294, lot# unknown, product type: accessory. Product ID: 3550-18, lot# w60161, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: accessory. (B)(4).